Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with two neurostimulators. The caller reported that the patient had two devices for overactive bladder and that neither of them worked. No symptoms were reported at the time of report.